Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed a seroma post implantation. Subsequently the site was drained and the patient was prescribed oral antibiotics (dates not reported). The implanted device remains.